Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was closure of an unknown vessel using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, after deploying the needles, the sutures could not be released for all three prostyle devices. The sutures of new prostyle devices were successfully pre-placed. The evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, the devices were not returned, nor were any unused sterile devices for the lot returned to verify any product related quality issue for the lot. Therefore, based on the reported case information and analysis of these types of complaints all point to the same causes of patient anatomy (e.g., tortuosity, calcification, scar tissue) or user technique (e.g., position of device, position stability). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.